Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (initial reporter) and h6 (investigation findings).

Event description:
It was reported by the customer that during morning checks, the cardiosave intra aortic ballon pump(iabp) had internal transducer calibration out of range. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced the front-end board and performed test. All functional and safety test passed.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had calibration out of range issue while device was during use. No harm or injury to the patient was reported.